Event description:
The customer called to report a failure of the pod's needle insertion mechanism. He stated that the cannula did not insert. High bg's (266-293mg/dl) were experienced over the next nine hours after placing the pod. The pod will not be returned for eval.

Manufacturer narrative:
This product will not be returned so no eval possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement'". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.